Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurements had increased from 70 ohms to 150 ohms. Additionally, the patient with this device system had reportedly fallen many times for an unspecified reason. A chest xray was to be performed. Technical service was consulted and recommended performing commanded shocks to verify lead integrity. A chest xray was performed, which showed no signs of an integrity breach of the lead. The patient was to be seen again in the clinic and the physician would determine next steps. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought in for further testing. Impedance measurement upon induction and 1.1j shock was within acceptable limits. The painless shock measurement ranged from 115 ohms to 134 ohms. It was reported that the patient had endured a mastectomy and a lot of scar tissue was present near the device pocket. The measurements were to be monitored.